Event description:
It was reported that cancelled procedure occurred. The patient presented for assessment for heart transplant. The opticross imaging catheter was selected for ultrasound examination of the target lesion. When the device was connected, there was no image and the device was exchanged. The second opticross catheter had the same issue and the procedure was cancelled.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device appearing to be in good condition. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system.

Event description:
It was reported that cancelled procedure occurred. The patient presented for assessment for heart transplant. The opticross imaging catheter was selected for ultrasound examination of the target lesion. When the device was connected, there was no image and the device was exchanged. The second opticross catheter had the same issue and the procedure was cancelled.